Manufacturer narrative:
The reported event was confirmed through evaluation of the archive data retrieved from the autopulse platform (sn (B)(4) ); however, there was no device deficiency found during functional testing of the platform. Review of the archive data retrieved from the platform contained (ua) 12 (lifeband not present) error message that occurred on the event date. There was no device deficiency and no error message observed during functional testing of the platform. A lifeband clip detect switch inspection was performed which verified that the switch closes and that the switch lever was parallel to the switch case. The platform functioned within the specification. The platform was subjected to a run-in test using a good known reference autopulse battery, and operated with continuous compression using a light resuscitation test fixture without any issue observed. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 12 error message observed in the archive data are easily clearable by user. Per the autopulse user guide instructions, the ua 12 error message can be cleared by ensuring that the lifeband is properly installed with the band clip seated in the drive shaft, and restarting the platform. Additionally, visual inspection of the platform upon receipt found damage on the front cover, a hole on the load plate cover, and the drive shaft was not rotating smoothly. These observations are cosmetic. Upon customer approval, the components will be replaced and the device will be further tested to full specification. The autopulse platform is a reusable device and was manufactured in 06 jun 2009. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse does not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse performed one compression followed by a stoppage. Troubleshooting measures were performed for approximately 10 seconds. Manual CPR was immediately performed continuously afterwards. Because the conversion to manual CPR is quick and readily available, the patient's outcome is not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
It was reported that the responding team arrived at the scene in response to a diabetic patient found not breathing. They arrived 6 to 8 minutes following dispatch and observed no trauma on the patient upon arrival. It was stated that the patient had cancer and several unspecified illnesses, and was on unspecified medications. No information was provided if a bystander CPR was performed. Upon arrival, the autopulse platform (sn (B)(4)) was deployed. The platform performed one compression followed by a stoppage and a user advisory (ua) 12 (lifeband not present) error message. Troubleshooting was performed to clear the ua 12 error message by replacing the lifeband several times which lasted for 10 seconds; however, this did not clear the ua 12 error message. The reporter stated that no real delay was encountered as manual CPR was immediately performed with complete advance life support (als) protocol executions until the patient reached the hospital. The length of time manual CPR was performed on the patient, as well as the transport time from the scene to the hospital were not specified. The patient did not achieve a return of spontaneous circulation (rosc) and was pronounced dead by the hospital doctor upon arrival. The customer was unable to confirm the availability of an autopsy report. No further information was provided.